Manufacturer narrative:
Describe event or problem: the following additional information received per the patient profile form (ppf) indicates that the patient was diagnosed with dvt eleven months post implantation. One year and eleven months after that, the patient was diagnosed with post-thrombotic syndrome and caval thrombosis. The patient also experienced blood clots and clotting. According to the medical records, the patient has a history of acute respiratory failure, hyperparathyroidism, rectal bleeding, anemia and deep vein thrombosis with contraindication to apical angulation. The trapease filter was deployed in good position in the infrarenal ivc during the index procedure. The patient tolerated in the index procedure well and left in stable condition. Eleven months and sixteen days post implantation, the patient received a computerized tomography (CT) scan which showed the filter to be in place, the ivc and common iliac veins to be hyper dense and enlarged indicating a possible clot. It was reported that a patient underwent placement of a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to deep vein thrombosis (dvt), inferior vena cava (ivc) thrombosis, caval thrombosis, post-thrombotic syndrome, ivc obstruction and stenosis, occlusion of the distal ivc at the inferior aspect of ivc filter with calcification in the filter, and collateral channels formed within the ivc and femoral veins, blood clots and clotting. The indication for the implant was deep vein thrombosis with contraindication to anti-coagulation, although the documentation provided lists this as apical angulation. The implant was performed two days status post an a minimally invasive parathyroidectomy that was converted to open parathyroidectomy with four qland exploration, eight hemithyroidectomy, partial thymectomy, placement of seprafilm and reimplantation of right inferior parathyroid gland into the sternocleidomastoid muscle. The filter was implanted via the left common femoral vein at the infrarenal level. The post deployment imaging notes that the filter was in good position, there were no reports on complications. The patient had an emergency tracheotomy performed at some point either the day of or eighteen days post parathyroidectomy surgery for respiratory distress. Approximately eight days post-surgery for the parathyroid a perma-cath was placed for renal failure. The following additional information received per the patient profile form (ppf) indicates that the patient was diagnosed with dvt eleven months post implantation. The trapease filter was deployed in good position in the infrarenal ivc during the index procedure. The patient tolerated in the index procedure well and left in stable condition. Eleven months and sixteen days post implantation, the patient received a computerized tomography (CT) scan which showed the filter to be in place, the ivc and common iliac veins to be hyper dense and enlarged indicating a possible clot. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, device occlusion related to clotting and ivc stenosis do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Venous insufficiency and post-thrombotic syndrome do not represent a device malfunction and may be related to underlying patient specific issues, specifically but not limited to the initial diagnosis and indication for the device implant. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed and a relationship between the reported events and the device could not be established. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease filter which subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, dvt, ivc thrombosis, caval thrombosis, ivc obstruction and stenosis, occlusion of the distal ivc at the inferior aspect of ivc filter with calcification in the filter, and collateral channels formed within the ivc and femoral veins. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots, thrombosis, occlusions and obstructions of the vessels within a patient do not represent a device malfunction. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. Calcification within a patient does not represent a device malfunction. The brief also mentioned collateral circulation. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease filter which subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, dvt, ivc thrombosis, caval thrombosis, ivc obstruction and stenosis, occlusion of the distal ivc at the inferior aspect of ivc filter with calcification in the filter, and collateral channels formed within the ivc and femoral veins. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.